Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens implant procedure with the description of faulty injector. Additional information has been recieved and stated that the leading haptic looked weird when advancing. It was also stated that the tip of injector did not come in contact with the patient.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned in an opened blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The product investigation could not identify the root cause for the reported complaint "the leading haptic looked ¿weird¿ when advancing" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).